Event description:
It was reported that during an unknown procedure, the surgeon claimed the device would not form the proper b shape. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
Date sent: 08/18/2008. Information was not provided by the initial contact. Information anticipated, but unavailable at this time.